Event description:
User experienced erroneous results for multiple assays for two patients samples. The technician detected a problem and manually repeated testing. The system appeared to have assigned the identification to one position, yet pipetted and performed testing on a different sample in a different position. One example was provided. Initial urea 0.77 g/l, repeat 0.29 g/l; initial creatinine 17 mg/l, repeat 9 mg/l; initial ast 35 u/l, repeat 13 u/l; initial alt 55 u/l, repeat 10 u/l; initial ggt 217 u/l, repeat 19 u/l. Initial results were not reported. If additional information is received, appropriate notification will be provided.